Manufacturer narrative:
Investigation: twenty six sealed 29g x 12,7mm pen needle samples were returned from lot no. 7299616, cat. No. 325118. Measurements were carried out on all twenty six samples and no issues were observed all samples were within specification. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that part of the bd micro-fine ultra¿ insulin pen needle is too thick. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that part of the bd micro-fine ultra¿ insulin pen needle is too thick. No serious injury or medical intervention was reported.